Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump keypad was not responding after getting into the pool. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Unable to verify keypad unresponsive due to blank display.